Manufacturer narrative:
During inspection and testing, service found that due to the clogging of the biopsy channel and nozzle, suction volume and water removal ability did not meet specification, and forceps and a channel cleaning brush could not be inserted smoothly. Service confirmed the bending section could not be bent in the up and down directions, due to wear of the angle wire, confirming the customer's initial report. In addition, service found water tightness was lost due to deformation of the up/down knob, the distal end was deformed, the light guide lens was discolored, the adhesive on the bending section cover was detached, there was a stain on the bending section cover, the connecting tube was buckled and dirty, the image guide protector had a cut, the grip was scratched, the suction cylinder was shaved, the universal cord was buckled, the light guide connector was deformed, the image had shadows due to damage on the charge-coupled device unit, and the control unit was corroded due to water leakage. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the ¿up¿ angulation of the subject device was not working. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from incorrect reprocessing after the previous procedure per the instructions for use. The specific root cause of the incorrect reprocessing at the facility could not be determined at this time. The user may prevent the event by handling the device in accordance with the instructions for use: "precleaning the endoscope and accessories: -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air: -caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Clean the external surfaces of the insertion section: -immerse the endoscope in the detergent solution. -thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution. - remove detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure: caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope.". Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.